Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with an unknown mentor gel implant. An ultrasound and mammogram was performed post procedure to exam a lump under the patient¿s arm, and a rupture was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 6/22/2018. The impacted product was a 550cc mentor memorygel breast implant. The device was explanted on (B)(6) 2018. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 550cc mentor memorygel breast implant, catalog #3545507, lot #55346. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 7/25/2018. The event date was updated to (B)(6) 2018. The patient's age at the time of the event was updated to (B)(6). The implant date was updated to (B)(6) 1994. When the device was explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. Also, bilateral rupture was stated. The device history record ( DHR) of lot number 156907 was reviewed on 7/27/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. This information was erroneously omitted from the previous supplemental report submitted on 8/15/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with 550cc mentor memorygel breast implants. An ultrasound and mammogram were performed post procedure to examine a lump under the patient¿s left arm, and bilateral rupture was diagnosed. The device contained gel with clear appearance upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, the mentor product analysis lab observed the device severely rented; it was returned in two pieces. Additional shell wear was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).